Event description:
Angiodynamics exodus believe biliary catheter w/std pigtail 8fr x 35 cm treatment under emergency use authorization(eua): patient with copd/low ef and remote history of cholecystectomy plus hepaticojejunostomy in 2014 presented for biliary drain check and possible exchange or removal. Patient had an existing angiodynamics exodus believe biliary catheter w/std pigtail 8fr x 35 cm placed in (B)(6) 2020 for possible cholangitis. She had a successful capping trial. While attempting to remove the existing catheter over wire, the catheter severed and came out in pieces with part of the catheter within the liver parenchyma/ducts and part of it in the bowel loop through the hepaticojejunostomy. Attempt was made to retrieve the broken fragment initially with snare after having a safety wire across the anastomosis. However the fragment was only partly pulled back into the tract with the snare and then there was inability to remove the attaching to the distal part of the catheter. Further attempts involved dilating the tract up to 14 fr eventually after attempting initially with 12 and 10 fr system. Attempts to place the snare into the tract to catch the fragment was unsuccessful. Attempts to remove the broken mangled fragment with alligator forceps, rat to other forceps and magill forceps was not successful. The broken fragments would only disintegrate further when the alligator forceps was used. . During this process the bentson wire got entangled with the mangled fragment as well. Finally the wire was severed and part of the wire plus mangled broken fragment stayed inside the patient liver parenchyma. Attempts to evaluate this complex with a dyna CT was not possible. Discussion done with dr (B)(6) personally by dr (B)(6) to see if there is any role for surgery. Surgery team felt that there was not much for them to offer. Finally patient was transferred back to pacu. FDA safety report ID# (B)(4).